Event description:
It was reported that the right ventricular (rv) lead had a high sensing integrity count (sic) and was exhibiting noise. It was also reported that a lead integrity alert (lia) was triggered. Reprogramming was performed (the sensitivity was increased); the lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).